Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing under the drip chamber being completely occluded could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20037431 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31march2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv tubing was occluded. The following information was provided by the initial reporter: material no.: 2426-0007 ; batch no.: 20037431. It was reported the tubing under the drip chamber was completely occluded. Tubing under drip chamber completely occluded, unable to run fluid through the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing was occluded. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20037431. It was reported the tubing under the drip chamber was completely occluded. Tubing under drip chamber completely occluded, unable to run fluid through the tubing.